Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003, and that a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that mesh was implanted due to sui. Following insertion the patient experienced chronic pelvic and vaginal area pain as well as painful intercourse, lower abdominal pain, rectal pain, painful urination, nerve damage, physical pain and discomfort. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.